Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the healthcare professional (hcp) requested a review of the electrogram (egm) for this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed and noted that the right atrial (ra) channel exhibited signals appearing to originate from the right ventricular (rv) lead. Ts discussed the option of extending the blanking period to account for these signals on the atrial channel; however, this adjustment could result in functional undersensing. It was noted that inappropriate atrial tachy response (atr) episodes could occur if atrial rhythms fall within the blanking period. Ts provided additional reprogramming options. This device remains in service. No adverse patient effects were reported.